Event description:
It was reported that the patient experienced fluid loss with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced fluid loss with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. Further information was requested but not yet received. Additional information was reported that the patient presenting to the physician with the lack of activation with the pump with a lateral aneurysm.